Event description:
It was reported that the patient presented in the operation room for implant procedure. During the procedure, the physician failed to connect the pacing lead with the pacemaker due to the set screw on the pacemaker stripped. The pacemaker was not installed and the procedure was completed using an alternate pacemaker on (B)(6) 2022. The patient's condition was stable.

Manufacturer narrative:
The reported event of the setscrew stripped was not confirmed. No analysis could be performed on the setscrew because the setscrews were not returned for analysis.